Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 4 yrs ago. Aneurysm and vessel morphology from the time of implant are unk. One month ago the pt presented with severe back pain. It was reported that a CT scan was performed and demonstrated that the stent graf migrated into the aneurysm sac and there was a type I endoleak present. The aneurysm diameter is 5.5 cm. The vessels had mild calcification, the aortic neck was severely tortuous and there was disease progression. The aortic neck measured 19 mm at the renal arteries and 27 mm in diameter 2 cm below the renal arteries. A 25x16 mm endurant stent graft was implanted four days later and successfully resolved the endoleak and migration. No add'l clinical sequelae reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (migration, endoleak). (Disease progression of the aortic neck).